Event description:
It was reported that impedances greater than 2000 ohms was measured and the patient had less than 50 percent therapy relief. Reprogramming, troubleshooting, and x-rays were done. X-rays showed the lead was broken. Intra-operative impedances were measured to be 4271 ohms on 0-2 and 4816 ohms on 0-3. Post operation impedances were measured to be 7400 ohms on 0-1, 5394 ohms on 0-2, 4300 ohms on 2-3, and greater than 40,000 ohms on 0-3, 1-2, and 1-3. The lead was explanted and replaced. Following the revision the patient was okay.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, serial# unknown, implanted: (B)(6) 2009, product type: lead. (B)(4).